Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/25/2025, it was reported by an arthrex subsidiary employee via (B)(4) that (2) ar-12990n implants are used, and when the first pass is made (on both), the most distal area breaks. There was no additional information provided, and additional information has been requested. Additional information was provided on 09/30/2025 where it was reported that this event occurred on (B)(6) 2025 during a meniscal root repair surgery. The needles were used with the knee scorpion ar-12990. When the device was activated, a displacement error occurred, leaving it stuck and the force fractured the most distal area of the implant. The patient had good bone quality that was prepped using an ar-8400bc. All fragments were retrieved from the patient. A third ar-12990n was used to complete the case. There was a delay of approximately 15 minutes that did not require additional anesthesia.